Event description:
Healthcare professional reported, rupture. Device has been explanted and replaced with non-allergan product. This relates to the right side.

Manufacturer narrative:
Codes: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ double capsule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with non-allergan product. This relates to the right side.